Event description:
Reported as "the pt suffered severe gastro-esophageal reflux disease for two years starting 8 months after placement of the device." The physician believes it is probably related to the device.